Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-4316; serial number: n/a; batch/lot number: 23254074; model/catalog description: clik anchor.

Event description:
A report was received that the patient was experiencing worsening of right side pain at the lead incision site. It was noted that computed tomography (CT) was taken and showed that the anchor was in the right of the spinous process. The patient underwent a lead revision procedure.